Manufacturer narrative:
Hologic is submitting this report in accordance with 21. Cfr part 803. The submission is based upon the currently available information. The submission of this report does not represent a confirmation of device malfunction involving the hologic products in the event described. D4: lot and serial number of the device not provided by the complainant; therefore, the UDI, expiration and manufacturing dates are not known. Device history record (DHR) review was unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. H3: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2020 a biozorb was implanted in the patient and the patient reported suffering from a hard, painful lump, deformity and scarring of her skin, spider veins on her breast, and sleep issues because of the palpable device in her breast. No additional information available.

Manufacturer narrative:
An investigation was conducted: brief description: it was reported that on (B)(6) 2020, a biozorb was implanted in the patient and the patient reported suffering from a hard, painful lump, deformity and scarring of her skin, spider veins on her breast, and sleep issues because of the palpable device in her breast. As a result of the pain and complications the patient fears the possibility of another tumor every day, causing significant emotional distress. Investigation methods and findings: the sample was not returned to the post market quality laboratory for further investigation; therefore, the inspection according to the biozorb post market instructions was not able to be conducted for this complaint. Additionally, there was limited patient-related information provided for this event; consequently, a comprehensive investigation could not be conducted. The harms identified, based on clinical symptoms and hazardous situations for this complaint are: pain, serious (pain, sleep dysfunction, device palpability, failure to resorb). Scar tissue, minor (scar tissue / delayed wound healing). Physical asymmetry, serious (deformity). Cause/root cause: the described issue was investigated through a root cause analysis conducted under CAPA. The initial purpose of this CAPA was to evaluate the biozorb product for a root cause linking the product design to the reported complaint issues. The results of the root cause assessment did not find any direct link between the device and the reported complaint issues. Consequently, the implementation activities from CAPA were considered no longer applicable since hologic has ceased selling the biozorb product with no intention of returning it to market. In addition, CAPA is currently evaluating the biozorb product¿s entire dhf and is actively under remediation. Furthermore, a voluntary recall for the biozorb product was initiated on (B)(6) 2024. Conclusion: the reported issue could not be confirmed as no sample was returned for evaluation. The risk trending analysis does not increase the risk zone index. The potential root cause analysis was assessed under CAPA. CAPA is currently evaluating the biozorb product¿s entire dhf and is actively under remediation. The risks associated with this event are further detailed and evaluated against the product and its hazard analysis within the health risk assessment biozorb, complaint evaluation. Future events will be monitored and trended. Complaint confirmed: no. Device history record (DHR) review: not performed. No lot number was provided; therefore, no DHR could be located or reviewed.

Manufacturer narrative:
Past medical history: arthritis; asthma; eczema; morbid obesity; allergies: dust, pollen, smoke, aspirin. Past family history: negative the patient is a 51-year-old morbidly obese peri-menopausal woman who self-palpated a right breast mass in (B)(6) 2019. She underwent bilateral mammography and subsequent us positive for a right breast mass. Us guided right breast biopsy (at 2: 00 peri-areolar) on (B)(6) 2019: invasive ductal carcinoma grade 2, 9 mm, no lympho-vascular invasion; ER/pr + her-2 negative. On (B)(6) 2020 she underwent an upper inner quadrant right lumpectomy and sentinel lymph node biopsy and biozorb (2x2 biozorb cm; log684688; manuf- focal therapeutics; model/cat no: f0202): invasive ductal carcinoma stage ia grade 1, t1cn0mo (three separate foci measured 1.3cm, 0.2 cm, 0.1 cm) clear margins, ER/pr+, her-2 negative. At 1 week post-op the patient had no complaints. The patient underwent MRI screening on (B)(6) 2020 prior to radiation therapy and breast (4.0 x 1.2 cm) and axillary (3.3 x 0.8 cm) hematomas were identified. The patient saw medical oncology. She had oncotype dx with a recurrence score of 15 translating to a 9 year risk of distant recurrence of 4% with adjuvant endocrine therapy to be started post radiation therapy. The patient underwent whole breast and boost radiation therapy from (B)(6) 2020 (16 fractions whole breast with 4 fractions boost for total 5256 cgy). On (B)(6) 2020 at her scheduled 8th radiation treatment the patient complained of increased pain, tenderness, and warmth at the surgical site and right shoulder pain with full range of motion. She was instructed to apply topical cream to her right areola and nipple area. At her last radiation treatment visit on (B)(6) 2020 the patient appeared comfortable with slight tanning of the right breast and no erythema, peeling or tenderness although one record refers to post radiation blisters treated topically and resolved slowly. On (B)(6) 2020 , 5 months post implant, the patient complained of continued pain in the right breast without abnormal findings on exam, exacerbated by work. She was prescribed tylenol and oxy ir. On (B)(6) 2020 the patient began tamoxifen 20 mg by mouth daily. On (B)(6) 2020 (7 months post-implant) the patient was seen with a complaint of 2 weeks of clear discharge from the "outer right breast" which stopped without treatment. On exam her left breast is "2-3 cup sizes larger than the right. The patient was referred to physical therapy for right breast lymphedema. On (B)(6) 2020 the patient had a bilateral mammogram negative for malignancy. She had no breast related complaints. At 1 year+2 weeks the patient complained of increased pain at the top of the right breast and on (B)(6) 2021 she had a diagnostic mammogram negative for malignancy. On (B)(6) 2021 at medical oncology follow-up the patient was started on venlafaxine by mouth for hot flashes. The patient was seen in the emergency room twice in (B)(6) 2021 for musculoskeletal pain. On (B)(6) 2021 the patient noted a left breast mass. Mammogram and us on (B)(6) 2021 was read as "probably benign¿. On (B)(6) 2021 the patient underwent an endometrial biopsy for intermittent vaginal bleeding that was positive for grade 1 endometrial cancer. Her tamoxifen was stopped, and she was started on anastrazole. On (B)(6) 2021 the patient underwent a laparoscopic total hysterectomy for endometrial cancer stage 1a grade 1 (pt1apn0cm0). On (B)(6) 2022 mammogram showed a stable 0.7 cm left breast mass ""probably benign" and right breast "no evidence of malignancy". A "right breast irregularity" was noted on may 4th 2022. Ultrasound on (B)(6) 2022 was negative for malignancy. On (B)(6) 2022 (almost 4 years post implant) the patient was seen by dermatology for an abnormal skin lesion of the right nipple thought to be radiation dermatitis confirmed by biopsy. A note from may 24th 2023 refers to a planned bilateral breast reduction however there are no operative reports or pathology for this surgery. The last follow-up included a bilateral mammogram on (B)(6) 2023 (3 years and 7 months post implant) that was benign.